Event description:
I previously had the depuy pinnacle hip implant device in "(B)(6) 2007. I had two yrs of severe pain, could not work full time. I had clicking, I had severe pain down my leg like stabbing. I had a serious limp and escalating back problems due to implant device. Had to have the depuy pinnacle hip implant device removed in (B)(6) 2010. I have been on pain mgmt for yrs due to this bad device. I have lost income and incurred additional medical bills to have this device removed after only 2.5 yrs. This is a bad device. You have to investigate the depuy pinnacle system. Dates of use: (B)(6) 2007 -- (B)(6) 2010. Diagnosis or reason for use: partial hip device broke into two pieces.

Event description:
The customer called baxter and spoke with the quality associate directly to report an incident involving thirteen (13) ce intermate lv 250 devices. According to the customer, 2 of these devices were used on the same patient and both samples experienced a ruptured reservoir. All samples were filled with 150 ml of amicilin (20mg/ml) without the use of a filter and each sample was to infuse for 6 hours. The devices are not stored in the presence of sunlight or uv light. Both of the samples used on the patient formed into a footed shape. According to the customer, the customer/patient has been using these devices for a couple of weeks now. The devices were delivered and infusion began on monday night/tuesday midnight ((B) (6) 2010). When the mother of the patient awoke and went to disconnect her son, she witnessed the reservoir had ruptured and blood had back flowed through tubing and into the intermate. The line had clotted due to the blood sitting there so, the mother and son went to the hospital to remove the device. The patient was given ulteplase to clear the clotted line. The mother is awaiting blood work testing for her son. That same night ((B) (6) 2010) the mother connected her son again, however, did not fall asleep and waited until infusion ended to disconnect the intermate. When infusion ended, the mother checked the intermate and the reservoir had ruptured again and blood back flowed as well. The customer then pulled the remaining 11 samples from the patient. The customer believes a successful infusion/dose was given to the patient in between the first and second rupture due to the number of samples she received back at the pharmacy, but the customer is unsure of this. The customer reports other intermates are prepared with other drugs and have had no issues/problems. The customer also reports she's had this same drug and same intermate prepared as well and no previous problems before these two occurrences. The customer states she has drained 3 of the 11 filled samples to see what happens. Per her observation, one of them formed into a foot but did not rupture and then formed back to a normal sample. All three samples did not rupture and infused to completion. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: four samples were received. Three samples contained solution in the reservoir, while 1 sample was empty and without rupture. Solution from the 3 samples were allowed to flow until emptied. Once emptied, no evidence of rupture was noted on the reservoir, and 146ml, 146ml, 165ml of solution were collected from the reservoir of the 3 samples respectively. A standard flow test was subsequently conducted on all 4 samples for 52 minutes. At the end of the flow test period, no evidence of ruptured reservoir was observed on all 4 samples. The reservoirs were found to be completely intact. Based on the evaluation results, the 4 samples performed as expected. Batch review was performed and the lot did not have any exceptions or nonconformances. The trend review was performed and the trend was stable. Corrective and preventative action (CAPA) number idc-CAPA-(B)(4) was opened to address root cause investigation of the rupture issue.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Manufacturer narrative:
(B) (4). The samples have been received and evaluation is in process. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
(B)(4). The following is a clarification to the event description from the initial medwatch report. This information is being provided in response to feedback received from the FDA during a phone conversation with baxter on june 18, 2010: the customer reported the reservoir on two separate intermate devices ruptured during use on a patient. The reservoirs formed into a footed shape before rupturing. The devices were filled with 150 milliliters (ml) of ampicillin (20milligrams/ml) without the use of a filter and each sample was to infuse for 6 hours. Due to the ruptures, blood back flowed through the tubing into the intermate and the blood clotted in the line. The patient was taken to the hospital for assistance in removal of the device and was given alteplase to clear the clotted line. The customer also reports she's used this same drug on the same intermate product with no previous problems. The customer had 11 additional unused samples, and she filled 3 of the 11 unused samples and then drained them to see what happened. None of them ruptured, however one of them formed into a footed shape and then went back to a normal shape. At this time, the cause of the reported difficulty cannot be determined. The evaluation is in process, and a follow-up medwatch will be submitted upon completion.